Event description:
A customer reported experiencing a malfunction alarm with their pump. There were no adverse impacts on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer performed a reset on their own, and as a result, the fault ID could not be confirmed. Technical support arranged for the replacement of the pump and confirmed the shipping address. The customer understood instructions to put the pump into storage mode and return the problematic pump using a pre-paid label within ten days. They will use multiple daily injections as a backup therapy to ensure continued insulin delivery.